Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helped in resetting the pump successfully. The customer acknowledged the instructions to continue using the pump and to contact support again if the issue reoccurred.